Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that their device was alarming. Customer stated they had this issue previously and found most times the sensor cannula was bent. Customer disconnected phone call and was unable to troubleshoot. Customer's blood glucose level was 375 mg/dl at time of reporting. Nothing further reported.